Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results range from 89 to 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 8:26pm) with results of 171 and 133 mg/dl. Unable to verify storage of test strips is within specification since they are kept in her purse. Test strip lot manufacturer's expiration date is 04/20/2017 and open vial date is about a week ago. Recall test results performed two hours after meals from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint og "hi" blood results. Expected blood glucose results range from 89 to 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 8:26pm) with results of 171 and 133 mg/dl. Unable to verify storage of test strips is within spec since they are kept in her purse. Test strip lot MFR's expiration date is 04/20/2017 and open vial date is about a week ago. Recall test results performed two hours after meals from meter memory: (B)(6) 2015; 08:22pm - 223 mg/dl; 02(B)(6) 2015; 08:05pm - 210 mg/dl; (B)(6) 2015; 07:58pm - 110 mg/dl; (B)(6) 2015; 07:51pm - 212 mg/dl; (B)(6) 2015; 07:50pm - 114 mg/dl; (B)(6) 2015; 07/:48pm - "hi"; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.